Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x24mm promus premier drug-eluting stent was selected to treat the lesion. During preparation, upon loading the device, it was noted that the stent had kinks. The device did not enter the patient's body. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 2.75x24mm promus premier¿ drug-eluting stent was selected to treat the lesion. During preparation, upon loading the device, it was noted that the stent had kinks. The device did not enter the patient's body. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus premier us mr 2.75 x 24mm stent delivery system was returned for analysis. The entire stent was damaged and had moved in a distal direction on the balloon with struts stretched over the distal tip of the device. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent outer diameter was within max crimped stent profile measurement. No issues with the balloon. There were crimp markings evident on the exposed balloon wall indicating crimp contact between the balloon and the stent at the time of manufacture. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device found multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 2.75 x 24mm stent delivery system was returned for analysis. The entire stent was damaged and had moved in a distal direction on the balloon with struts stretched over the distal tip of the device. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent outer diameter was within max crimped stent profile measurement. No issues with the balloon. There were crimp markings evident on the exposed balloon wall indicating crimp contact between the balloon and the stent at the time of manufacture. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device found multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x24mm promus premier¿ drug-eluting stent was selected to treat the lesion. During preparation, upon loading the device, it was noted that the stent had kinks. The device did not enter the patient's body. No patient complications were reported.